Manufacturer narrative:
The product was requested but not returned by hospital. Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects number 9: dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported that patient underwent left total shoulder arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 from total shoulder to reverse due to dislocations. The dislocations are due to the rotator cuff no longer being able to maintain the humeral head in the joint. The stem was well-fixed.